Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of the device. Failure (event) observed during analysis. Externalized conductors due to external insulation abrasion were noted at 43.7-47.4cm from the connector pin, consistent with lead friction to another device. External insulation abrasion was noted at 15.8-16.2cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 49.3-50.3cm and 51.8-52.0cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.